Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie that would not open or eject yet did not register as a failure. A field service engineer found the drawer position not reading. Position sensor, pyxis module controller (pmc), and drawer controller were replaced with no resolution. Further inspection revealed a missing piece of the position sensor magnet. As the magnetic strip was non¿field replaceable, the drawer assembly was replaced. All relevant tests in hardware test application (hta) passed successfully, and the customer was able to access the storage space without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 6.2 - pkt c1 would not open or eject but did not allow the user to fail the cubie. The user stated it did not show up to recover storage space or did not have the failed icon at the top of the screen and when the user tried to access the medication, the pyxis just prompted to "please open drawer to access" until eventually the pyxis timed out and would let user close the drawer. The user rebooted the device but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication in another manner, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.